Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR report#1627487-2018-087818; reference MFR report#3006705815-2018-02273. It was reported the patient's scs system did not provide effective pain relief. Reportedly, the patient experienced pain and numbness in their legs when bending over. The numbness symptoms resolved with therapy turned off. Reprogramming was attempted several times with no success. In turn, a CT scan was ordered and pending results, surgical intervention may be scheduled as the next course of action. Follow-up revealed surgery took place at an unknown date wherein the entire scs system was explanted.